Manufacturer narrative:
The field service representative (fsr) has ordered a mixer valve for this heater cooler unit. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, while the heater cooler unit was being primed, the customer saw error codes "e0d" (mix valve failure) and "e03" (over-temp). As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.